Event description:
It was reported that a malfunction occurred with the customer's pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.